Event description:
In 2003, global received acall from one of the field representatives advising that microscope arm had struck a patient in the lip when a gas spring, a component of the arm support system, experienced a sudden failure. The event actually occurred on december, 2002, but was not reported until february. The injury to the patient was reported to be of a minor nature requiring only minor medical treatment. Global sent the arm assembly and requested the failed unit be returned for evaluation. In march global received the failed arm assembly. Upon examination, confirmed that the pressurized gas spring had lost a significant amount of pressure but did not exhibit evidence that the failure was sudden and catastrophic as described. In reconstructing this failure and based on past experience, the gas springs have been known to exhibt a gradual loss of pressure over time. As this occurs, the users attempt to compensate for the loss of spring pressure by incorrectly tightening a friction brake. The friction brake was not designed to perform in this manner and over time can lose its braking capacity allowing the arm to drop down.